Event description:
It is reported that after inserting the articular surface, the surgeon felt that the poly was compromised due to the rough ends of the impactor. A new poly was inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.